Event description:
Baxter reported, "a spike of a transfer set came off from a port of uv twin bag. (24 day use). "A sample is available for evaluation. No pt injury or medical intervention was associated with this incident per baxter.